Event description:
Customer reported that they have had two hospitalizations. Customer initially called to receive replacement belt clips. Customer also mentioned that the sensor kept falling out and was unable to get them to stay. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.